Event description:
It was reported to medtronic neurosurgery that the patient had a history of pseudotumor cerebri. According to the report, the patient had undergone placement of a right occipital ventriculoperitoneal shunt approximately two years ago. Reportedly, the shunt was revised by the physician approximately two months ago after the distal ventricular catheter had become disconnected from the valve. According to the report, the patient continued to have persistent headaches and the physician tried to adjust her valve down from 140. Reportedly, the physician was not able to adjust the vale at all because it had become stuck. The physician used the 3 tesla magnet provided by codman® and he was still unable to change the setting from 140. Reportedly, the patient presented with increased headaches. According to the report, the patient was taken on the same day for replacement of the valve. Reportedly, the original procedure was a revision of ventriculoperitoneal shunt with replacement of medos® adjustable valve with a delta level 1.5 valve.

Manufacturer narrative:
The event reported in the medwatch was regarding a competitor product (codman medos® adjustable valve). The delta valve is not an adjustable valve. Multiple attempts were made to obtain information regarding the delta valve from the facility. However, the requested information was not available. The event could not be matched to a previously reported event. The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.